Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger problem) was confirmed due to the bga failure of multiple components on the c/a board. The charger was experiencing resets. The root cause for the failure could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had a battery charger problem.